Event description:
Information was received indicating that while in use, a smiths medical cadd administration set with a smiths medical cadd solis pump, the set was difficult to fit on the pump, so an occlusion was identified. It was also reported that the set was impossible to unclip from the pump. The reporter also indicated that patient was insufficiently relieved in terms of pain because the pump went into occlusion in the middle of the night and did not notify the home health agency until 6am. Subsequently, a change of pump and set was performed. No adverse effects were reported.